Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Unf and medical records received. Upon review of medical records, the patient complains of increasing swelling, pain, discomfort, and feelings of mechanical symptoms in his hip. The patient was then revised for aseptic lymphocytic vasculitis associated lesion and metallosis after a right total hip arthroplasty with metal-on-metal component. Operative notes reported that there was a mild amount of stained black tissue around the capsule, and there was a large amount of synovitis that we debrided back and sent off to pathology to look for metal particles. There was some metallosis evident on the taper. Lab results show elevated metal ions. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip. The patient has bilateral hip implants, please see (B)(4) for the left hip.